Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq pumps were ¿experiencing issues¿. This occurred during medication treatment on the clinical floors. One line was primed with medication "(chemotherapy for example)", and when the infusion was complete the bag still had 20-30ml left. The pharmacy department confirmed the bag was filled with the correct amount. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.